Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a connection issue on a peritoneal dialysis transfer set that occurred during a transfer set replacement by a nurse on a patient. The nurse stated that when trying to connect the titanium adaptor to the transfer set, the plastic catheter connection on the transfer set was "moving around in the wrong way". There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).